Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a damaged ECG socket. There was no harm reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had a damaged ECG socket. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(clinical & impact).

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: d5, e2, g2 additional information: e1(event site telephone: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the damaged "ECG socket". Tthere was no involvement of the patient. The customer reported cardiosave counter pulsation failure on ECG/art module, cables were replaced, nothing helps. A getinge field service engineer (fse) had evaluated the unit and replaced the (d670-00-1164)pcb,front end,rohs than the fse had performed the calibration test from which the camera part is functional.

Event description:
N/a